Manufacturer narrative:
Device not returned.

Event description:
It was reported that resistance was encountered when advancing the coil in the microcatheter. While attempting to retract the coil, it broke in the microcatheter. There were no clinical consequences to the patient. No further information is available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, device analysis as well as functional evaluation could not be performed. Review and analysis of all available information failed to indicate an assignable cause or probable assignable cause for the reported event. Based on the information available the exact cause of the reported event cannot be determined.

Event description:
It was reported that resistance was encountered when advancing the coil in the microcatheter. After the coil was delivered to the aneurysm the physician attempted to reposition the coil, while retracting the coil it was prematurely detached in the microcatheter. There were no clinical consequences to the patient.